Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total hip surgery, the doctor placed the item in the femoral canal, when it was removed, he dropped it into the kick bucket. The circulator opened the item and found that the rf device that is supposed to be imbedded on it was damaged and part of it was missing. They washed out the femoral canal thoroughly. The part that was missing is the plastic tip off of one end. There was no x-ray done. The doctor stated that it was unresolvable and washing out is the best they can do.